Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did confirm helix difficulty allegation based on a failing helix mechanism due to the helix being deformed. Further, known inherent risk was selected based on analysis evidence or field report which indicates an issue covered by the instructions for use (IFU) and therefore is deemed a known inherent risk of the device.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to helix issue. This lead was never in service. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to helix issue. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.